Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/26/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of skin rash is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety/ product concern.

Event description:
Patient reported right side "allergic reaction to breast implants" in the form of hives. Healthcare professional later reported textured exchanged due to product concern. The device has been explanted and replaced.